Event description:
Event description cpi received information that this ICD was producing muscle stimulation during pacing and that the lead impedance had dropped since implant. The sensing portion of the lead was capped and replaced with a separate lead.